Event description:
It was reported that there was air in the heater line during fill one on a homechoice (hc) machine. The home patient (hp) was connected at the time of the issue. The caregiver (cg) stated that the heater bag had disconnected due to the hp connecting it loosely. The technical service representative (tsr) instructed the cg to end therapy and start over with new supplies. The tsr reviewed proper setup procedures with the cg. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.